Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. After reseating all connections, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed the device display "paddles leads off". As a result, no ECG waveform would be displayed, and defibrillation therapy would not be available to a patient if needed. There was no patient use associated with the reported event.